Manufacturer narrative:
This reported event has been deemed not reportable based off the investigation of the actual device; inspection of the returned sample upon receipt found that the device had no issues noted.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date - device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that angio-seal implant component would not lock into the bypass tube. There was no known impact or effect on the patient.